Manufacturer narrative:
(B)(4). Implant date: 2008. Concomitant medical products: unknown - unknown femoral component - unknown; unknown - unknown articular surface - unknown; unknown - unknown patella - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03497, 0001822565-2022-03498.

Event description:
It was reported that patient underwent an initial left total knee surgery. Subsequently, the patient underwent a left total knee revision approximately 12 years later due to instability and pain. During the revision, diffuse laxity was noted with limited flexion due to scar tissue. The initial patellar component was retained, all other components were revised without complication. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left knee showed instability, the doctor saw a posterior slope of the tibia which was not confirmed with x-rays, laxity was seen on the medial side of the knee, there was pain and swelling. Flexion limited to 75 degrees and scar tissue was present. Per x-rays implant fit and alignment are maintained, no signs of loosening were seen, and no anatomical anomalies that could contribute were observed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.